Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was displaying an unknown error message. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2013, and obtained the following information: the patient was testing sometimes twice a day or a few times a week. The patient was managing his diabetes with 1000mg of metformin twice a day. Other than diabetes, the patient indicated he suffers from multiple health conditions which had caused him to be hospitalized for several days (prior to the reported product issue). The patient confirmed that the alleged issue began on (B)(6) 2013 (at 4pm). Prior to the start of the alleged issue (date/time unknown), the patient clarified he was experiencing symptoms of weakness, sweating, frequent urination, and thirst; the patient¿s blood glucose reading prior to the onset of his reported symptoms is not known. Following the alleged issue, the patient indicated he continued with his usual diabetes management routine; however, he continued to experience the same symptoms. During a doctor¿s office visit, on (B)(6) 2013 (at 11:45am), the patient confirmed and clarified that his physician changed his diabetes regimen from metformin to ¿jentadueto¿ (1000mg; three times a day) and he had obtained blood glucose readings of ¿434 and 433mg/dl¿ with the doctor¿s meter. Since (B)(6) 2013, the patient indicated his symptoms were progressively getting worse, he did not have a secondary/ back up meter he was testing with, and was going to his physician multiple times to get his diabetes under control by change of regimen. During another doctor¿s office visit on (B)(4) 2013, the patient indicated his physician contacted the emergency medical services (ems) and had the patient transported to the hospital, because they have not been able to get his blood glucose and symptoms under control. The patient indicated he had obtained readings ¿over 600mg/dl¿ with the doctor¿s, ems¿s, and hospital¿s meter. While in the hospital, the patient indicated he was administered various types/dosages of medication and insulin in order to stabilize his blood glucose. The patient was released from the hospital on (B)(6) 2013, and he is now having to taking insulin. At the time of troubleshooting, the customer service representative noted the patient did not have all of his testing supplies available. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims he was unable to test his blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for severe hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.